Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd ultra fine¿ pen needles were unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reporting, that the non patient end is bent prior to injection. Stated, no insulin flow when priming. Stated, patient end is bent prior to injection. Stated, when taking injection, patient end bends. Stated, she re-shields and has stuck her finger as a result. Lot: 9303563, catalog: 320122, date of event: unknown. Stated, cannot afford to purchase sharps container and he has been storing used needles in glass jar. Explained, she should shop around for sharps container.

Manufacturer narrative:
H.6. Investigation: customer returned (3) 4mm, 32g pen needles (2 open without the tear drop label or outer cover, 1 sealed) from lot # 9303563. Customer states that the non patient end is bent prior to injection and insulin does not flow when priming, the patient end is bent prior to injection and when taking the injection, the patient end bends, and the consumer re-shields and has stuck her finger as a result. All returned pen needles were examined and one open sample exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. The remaining pen needle exhibited the patient end of the cannula bent through the inner shield, exposing the cannula, which could lead to a needle stick. The sealed sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The needle stick issue was caused by reshielding the pen needle done by the customer. The bent patient end of the cannula caused during use of the product by the customer. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that 2 bd ultra fine¿ pen needles were unable or difficult to prime during use. The following information was provided by the initial reporter: consumer reporting, that the non patient end is bent prior to injection stated, no insulin flow when priming stated, patient end is bent prior to injection stated, when taking injection, patient end bends stated, she re-shields and has stuck her finger as a result lot: 9303563, catalog: 320122, stated, cannot afford to purchase sharps container and he has been storing used needles in glass jar. Explained, she should shop around for sharps container.